Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly rebooted during a procedure. The anesthesiologist was able to get the meds from another location and the required meds were dispensed from a neighboring device or delivered from the pharmacy, the station was down for about an hour. The anesthesia provider hadn't accessed the station for about 15 minutes just prior to the reboot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-feb-2022 to 27- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station powered down due to bad internal battery. The technical support specialist confirmed that the field service engineer replaced the battery to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure. The anesthesiologist was able to get the meds from another location and the required meds were dispensed from a neighboring device or delivered from the pharmacy, the station was down for about an hour. The anesthesia provider hadn't accessed the station for about 15 minutes just prior to the reboot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station powered down due to bad internal battery. The device's battery was replaced to resolve. The system functioned as intended.